Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022 . H6: investigation summary: one protector connected to a vial was provided to our quality team for investigation. Functional testing was performed, and no leakage between the protector and vial was observed. Further evaluation identified the protector needle penetrated the vial off center and staining was observed on the vial stopper, indicating a leak may have occurred during use of the product. Product undergoes visual and functional evaluations throughout the manufacturing process, including leakage testing and verification all critical dimensions are within specification. As a valid lot was not provided, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. This incident was likely a result of the protector being improperly attached, causing the needle to penetrate off center. The protector must be attached completely vertical to the vial.

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: after attaching the second vial to the protector, the ide turned the system horizontal to inject air into the second vial. At this point, the ide noticed a leak of the product between the vial and the protector. The nurse recovered the prescribed amount of product.

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: after attaching the second vial to the protector, the ide turned the system horizontal to inject air into the second vial. At this point, the ide noticed a leak of the product between the vial and the protector. The nurse recovered the prescribed amount of product.

Manufacturer narrative:
Medical device lot #: 10301 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.